Event description:
During a procedure, contrast was seen coming out from the wall of the spinnaker elite flow directed catheter 1.5 f-l w/hydrolene. A leak in the catheter appears to be present. Physician decided to retrieve the catheter and introduced a second one successfully.